Manufacturer narrative:
Na.

Event description:
It was reported that on (B)(6) 2025, the patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, it was identified that air had entered into the steerable guide catheter (sgc) while removing the dilator. Troubleshooting was performed and no air entered the patient's anatomy. A mitraclip was implanted successfully. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
All available information was investigated, and the reported deformed and torn clip introducer and broken l-lock tabs were confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, causes for the reported deformed and torn clip introducer and broken l-lock tabs could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.